Manufacturer narrative:
The analysis results found that the mcl20 device was returned with the cartridge cover cracked and the clip track out of position, therefore the instrument was non-functional.

Event description:
It was reported that during an unk procedure, clips would not advance. Fifty percent of the clips were blocked in the device. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.